Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "implant exchange from textured to smooth". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on april 08, 2026 with catalog number mcghan-240cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed two openings through microscopic inspection assessed as unidentified (tear) opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation" and "implant exchange from textured to smooth". This record is for the right side. Device was explanted.